Manufacturer narrative:
Clarification to d6a implant date: healthcare professional provided partial implant date of "2012", but the device was manufactured on 1/mar/2012. Implant date will be left empty at this time until additional information is received. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "peri-implant laminar fluid".

Event description:
Patient reported left side intense pain accompanied by deformity, capsular contracture baker grade iii, and "peri-implant laminar fluid". Patient also reported "small, sparse simple cysts", which is not device-related. Device remains implanted.